Event description:
Vent alarmed "device alarm", continued ventilating for a few breaths, pt's sats went down to 85%. Pt disconnected from vent and hand ventilated back up to 100%. Another vent obtained.